Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal/heavy bleeding") in a (B)(6) female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. Concomitant products included contraceptives nos since 2004 and escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuation"). In 2011, the patient experienced anaemia ("anemia") and abdominal pain ("abdomen pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("severe/abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain and cramping"), weight increased ("weight gain"), weight decreased ("weight loss"), menorrhagia ("menorrhagia") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menstrual disorder, abdominal pain lower, weight increased, weight decreased, vaginal haemorrhage, menorrhagia, depression, anxiety, weight fluctuation and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, menstrual disorder, vaginal haemorrhage, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: plaintiff has sought medical attention for her symptoms and was currently investigating options for removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, events: abnormal bleeding (vaginal), menorrhagia, psychological or psychiatric problems condition: depression, anxiety, anemia, fatigue, weight fluctuation, abdomen pain, dysmenorrhea (cramping) were added. Ablation was added as treatment for the previous reported event genital haemorrhage, case was upgraded to incident. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal/heavy bleeding") in a 43-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (oesophageal). Concurrent conditions included obesity. Concomitant products included contraceptives nos since 2004 and escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuation"). In 2011, the patient experienced anaemia ("anemia") and abdominal pain ("abdomen pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("severe/abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain and cramping"), weight increased ("weight gain"), weight decreased ("weight loss"), menorrhagia ("menorrhagia"), the second episode of fatigue ("fatigue"), mood altered ("mood changes"), irritability ("irritability"), tension ("tension"), memory impairment ("forgetfulness"), libido decreased ("decreased sex drive/libido"), anorgasmia ("difficult to climax sexually"), breast tenderness ("breast tenderness"), insomnia ("sleep loss"), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), night sweats ("night sweats"), arthralgia ("joint pain"), migraine ("migraine"), headache ("severe head") and confusional state ("mental confusion"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menstrual disorder, abdominal pain lower, weight increased, weight decreased, vaginal haemorrhage, menorrhagia, depression, anxiety, weight fluctuation, dysmenorrhoea, mood altered, irritability, tension, memory impairment, libido decreased, anorgasmia, breast tenderness, insomnia, vulvovaginal dryness, hot flush, night sweats, arthralgia, migraine, headache and confusional state outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anorgasmia, anxiety, arthralgia, breast tenderness, confusional state, depression, dysmenorrhoea, genital haemorrhage, headache, hot flush, insomnia, irritability, libido decreased, memory impairment, menorrhagia, menstrual disorder, migraine, mood altered, night sweats, tension, vaginal haemorrhage, vulvovaginal dryness, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: plaintiff has sought medical attention for her symptoms and was currently investigating options for removal of the essure device. Insertion details: during the procedure essure catheter was introduced through the introducer working channel. This was performed for both tubes; first the right was approached with advancement of the catheter to the black position marker and retraction performed. With gold notch identified outside the ostium and deployment button activated, thumbwheel retracted with release of the micro insert performed; in similar fashion left tubal ostium essure device placed. At the end of the procedure 7 coils were noted outside the right tubal ostium and 7 coils noted outside of the left tubal ostium. All instruments removed vaginally. Single tooth tenaculum removed as well as speculum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records and patient letter received. New reporters added. Patient demographic information and patient relevant history added. Events mood changes, irritability, tension, memory loss (forgetfulness), decreased sex drive/libido, difficult to climax sexually, depressive mood, breast tenderness, sleep loss, vaginal dryness, hot flashes, night sweats, joint pain, migraine, severe headaches and mental confusion added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal/heavy bleeding") in a 43-year-old female patient who had essure (batch no. 20210352) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included acid reflux (oesophageal). Concurrent conditions included obesity. Concomitant products included contraceptives nos since 2004 and escitalopram oxalate (lexapro). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced weight fluctuation ("weight fluctuation"). In 2011, the patient experienced anaemia ("anemia") and abdominal pain ("abdomen pain"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("severe/abnormal menstruation"), abdominal pain lower ("severe lower abdominal pain and cramping"), weight increased ("weight gain"), weight decreased ("weight loss"), the second episode of fatigue ("fatigue"), mood altered ("mood changes"), irritability ("irritability"), tension ("tension"), memory impairment ("forgetfulness"), libido decreased ("decreased sex drive/libido"), anorgasmia ("difficult to climax sexually"), breast tenderness ("breast tenderness"), insomnia ("sleep loss"), vulvovaginal dryness ("vaginal dryness"), hot flush ("hot flashes"), night sweats ("night sweats"), arthralgia ("joint pain"), migraine ("migraine"), headache ("severe head") and confusional state ("mental confusion"). The patient was treated with citalopram and surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, menstrual disorder, abdominal pain lower, weight increased, weight decreased, vaginal haemorrhage, menorrhagia, depression, anxiety, anaemia, the last episode of fatigue, weight fluctuation, abdominal pain, dysmenorrhoea, mood altered, irritability, tension, memory impairment, libido decreased, anorgasmia, breast tenderness, insomnia, vulvovaginal dryness, hot flush, night sweats, arthralgia, migraine, headache and confusional state outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anaemia, anorgasmia, anxiety, arthralgia, breast tenderness, confusional state, depression, dysmenorrhoea, genital haemorrhage, headache, hot flush, insomnia, irritability, libido decreased, memory impairment, menorrhagia, menstrual disorder, migraine, mood altered, night sweats, tension, vaginal haemorrhage, vulvovaginal dryness, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: plaintiff has sought medical attention for her symptoms and was currently investigating options for removal of the essure device. Insertion details: during the procedure essure catheter was introduced through the introducer working channel. This was performed for both tubes; first the right was approached with advancement of the catheter to the black position marker and retraction performed. With gold notch identified outside the ostium and deployment button activated, thumbwheel retracted with release of the micro insert performed; in similar fashion left tubal ostium essure device placed. At the end of the procedure 7 coils were noted outside the right tubal ostium and 7 coils noted outside of the left tubal ostium. All instruments removed vaginally. Single tooth tenaculum removed as well as speculum. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.